Event description:
It was reported that the ventilator was cycling on a patient when the ventilator displayed the error code "swr". Ventilator was taken off the patient without injury. The biomed is still evaluating the ventilator and the defective part is unknown.